Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer experienced blood glucose (bg) less than 40 mg/dl; an exact value was not given. Bg was addressed with the customer drinking a soda and eating a cookie. Cause for bg was unknown. Recommendation was made to consult with healthcare provider regarding diabetes management. Additionally, it was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 65 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.

Manufacturer narrative:
Quality engineering analyzed pump data and concluded the following: blood glucose (bg) values of 40 mg/dl were recorded by continuous glucose monitor (cgm) on (B)(6) 2019. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. User adjusted personal profile basal rate, correction factor, and carbohydrate ratio on (B)(6) 2019-(B)(6) 2019, resulting in a 1.93 unit increase in total daily basal insulin. Programmed basal insulin rates range widely throughout the day, from 0.5 units/hr to 3.25 units/hr. Cartridge change sequence was completed at 10:22 am and at 11:14 pm. User made bolus requests by entering units of insulin to be delivered without entering current bg or carbohydrate gram values, and while still having insulin on board (iob). It is possible the user¿s personal profile settings need adjustment. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.